Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the results of investigation, it was presumed that the suggested phenomenons of "scope communication error b31 occurred" and "generation of noise" occurred due to damages of the internal circuit boards or the charged coupled device (ccd) cable, which resulted from the following influence: a) physical stress applied to the video cable or the video connector b) electrical stress applied to the circuit board of the video connector because of the following handling. B-I) grounding wire of the system equipment was not connected. (Application of static electricity) b-ii) while the system equipment was turned on, the endoscope connector was disconnected and connected. (An excess current) b-iii) while stain or liquid adhered to the contacts of the video connector, the video connector was connected to the system equipment. (Short-circuit) c) liquid or moisture entered from the leak into the subject device. From the results of investigation, it was presumed that the suggested phenomenon of "lens glue peeling off" was caused by deterioration of the glue, and resulted from the following influence: a) physical stress from the outside of the device. B) chemical attack by chemical solutions. C) stress by sterilization by using sterrad 100s, etc. It was concluded that "scope communication error b31 occurred" and "lens glue peeling off" were preventable based upon the following instructions for use: - do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result. - turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Important information ¿ please read before use: precaution for disappeared or frozen endoscopic image: before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction. It was concluded that "generation of noise" was preventable based upon the following instructions for use: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The IFU continues: "repeated use and reprocessing of endoscopes and accessories leads to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion 'operation manual'." Finally, the IFU states: "sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, please contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed a "b31" error occurred. In addition, the evaluation found the objective lens glue peeling off and noise generated (the subject could not be recognized). The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b31" error occurred. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using a similar device. There was no patient injury, associated with the problem, reported to olympus.